Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 45 mg/dl earlier in the day of the call. Blood glucose level at the time of the call was 85 mg/dl. Customer reported treating with food and juice. The customer requested assistance with meter/insulin pump communication. The insulin pump was not replaced or returned for analysis.